Event description:
Healthcare professional reported right side capsular contracture, baker grade ill/IV of a non allergan device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).